Event description:
During the procedure to treat a left middle cerebral artery (l-mca) occlusion, two passes were made with this device. After these two passes, a different device was used. The patient experienced bradycardia. Atropine sulfate was administered as a medical intervention. The physician stated that the device contributed to this event.

Manufacturer narrative:
The subject device was not returned; therefore, physical analysis cannot be performed. However, patient outcome of bradycardia is due to a known physiological effect of the procedure; therefore, a root cause of anticipated procedural complications has been assigned to this event.